Event description:
It was reported that the lcd (liquid crystal display) of the epg (external pulse generator) was not working. The epg was subsequently returned for repair with a report that it will not turn on, even with a new battery. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was broken, the upper case was dented and damaged, the battery release was contaminated, both bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer had pry marks, the keyboard was scratched, the battery flex had been damaged and the serial number label was damaged. Further analysis was performed on the main pcb and battery flex. This analysis found that a transistor component failure caused the inability of device to power up, and additionally, a capacitor component failure caused device battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).